Manufacturer narrative:
Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to a33 alarm. Pump received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump's screen was became hard to see. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump make grinding noise during rewind and has random no delivery alert. The insulin pump will not be returned for analysis.